Manufacturer narrative:
The device has not been returned to the MFR. An RMA was issued for the return / replacement of the part.

Event description:
A medtronic rep reported that during surgery on a pt with 2 cranial tumors, it took the surgeon multiple attempts at registration before the accuracy was good enough to proceed. He removed the first (symptomatic) tumor successfully, then repositioned the pt and attempted to re-register. Re-registration was inaccurate by about an inch each time. Use of stealthstation was discontinued and the surgery to remove the second tumor was canceled.